Event description:
It was reported to philips that the pins on the device are broken. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.